Manufacturer narrative:
Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported sometimes reusing insulin from old cartridges when loading new cartridges. Customer was informed to only fill cartridges with fresh insulin per the user guide. Multiple attempts were made by tandem technical support to follow up with customer with no response. There was no reported adverse impact.